Event description:
Reportedly, an issue occurred with the subject programmer during pacemakers¿ interrogation. The following error message was displayed: pacemaker disk error.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an issue occurred with the subject programmer during pacemakers¿ interrogation. The following error message was displayed: pacemaker disk error.